Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Device discarded by hospital.

Event description:
Post turbohawk and balloon, the artery was patent, however when the filter was removed it was noted that the artery was occluded at the level of the distal popliteal. The physician decided to have the patient transferred to the hospital due to the severity of the occlusion and concern about shifting the embolus distally. The patient had bypass performed the same day as the procedure.